Event description:
A lead extraction procedure commenced to treat a patient likely due to infection, necessitating the use of a philips laser system (pls). A spectranetics 16f glidelight laser sheath was calibrated and being used when the pls displayed error 106, which rendered the system inoperable. The patient was put on antibiotics and the procedure was postponed, delaying treatment. There was no reported patient harm. This report captures the pls terminal system failure, delay of procedure, potential for harm.

Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the pls was evaluated on-site by a field service engineer. During inspection, the laser system was ran in diagnostic mode and found the attenuator zero failed due to a defective stepper motor. The attenuator stepper motor was replaced, and the optics, vacuum evacuation system (ves), and prism energy sensor (pes) sensors were cleaned. The system was calibrated, and verified proper system operation. The system met specifications and was returned to service. H6) after evaluation, the defective stepper motor was determined to be the cause of the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.